Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. In addition, device evaluation found the circuit board failed. A root cause could not be identified. Based on the results of the investigation, the most likely cause of the blackout on startup and alarm alarm was caused by a failure of the circuit board due to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Event description:
It was reported that the subject device had blackout on startup, alarm is triggered. The event occurred during a unilateral inguinal hernia procedure, which was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
E1 - initial reporter establishment name: (B)(6) hospital. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.